Event description:
A pt reported blood glucose results of "15.6,2.6,4.8,9.9 and 5.6 mmol/l" with lifescan meter, performed within 11-20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.